Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and one month post implant of this 16mm pulmonary bioprosthetic valved conduit implanted in a two year old pediatric patient, the conduit was explanted and replaced with a conduit of the same size and model. The reason for explant is unknown. No additional adverse patient effects were reported.